Manufacturer narrative:
(B)(4). It was reported that at the time of this report, the patient was recovered from the peritonitis event (previously reported as unknown). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for this event. The cause of peritonitis was unknown. On an unreported date, the patient began treatment with vancomycin (two grams, route, frequency and duration not reported) for the peritonitis event. At the time of this report, patient outcome was unknown. The action taken with dianeal therapy was unknown. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted